Event description:
It was reported that a vns patient was deceased. The company representative provided that the cause of death was not related to vns. The cause of death was unknown. Additional relevant information has not been received to-date.